Event description:
Received spontaneous communication from the home infusion rn(registered nurse) that 2 different rns have had the same problem with the curlin pump. It is pump serial number is (B)(6) with maintenance date of 1/10/2024. It beeps down occlusion but the line is dear. The rn's did trouble shooting and verified that the IV is patent, they changed the filter and line, the pump would still not run. They were able to finish the infusions with no adverse effects or events. The pump will be replaced with a new pump, and this pump will be returned for evaluation. No further info/details, or dates available. Reported to cvs/caremark by health professional. Refer to add'l documents in i2k.